Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system errors experienced by the customer were associated with the left master tool manipulator (mtmr). The system was repaired by replacing the affected mtml. The mtmr was returned to isi for failure analysis investigation. Engineering concluded that the axis 6 potentiometer of the mtml was malfunctioning. Based on the additional information provided by the isi field engineer, it was determined that product malfunction and patient pathology may have contributed to the surgeon's decision to convert the procedure to open surgical techniques.

Event description:
It was reported that during the surgical procedure, the customer experienced intermittent system alarms with a 20008 error code. No patietn harm was reported. The procedure wa converted to traditional open surgical techniques to finish the planned surgery. Additional information provided by the isi field enginer idicated that the patient was informed prior to surgery with the da vinci surgical system, that the procedure may have to be converted to open surgical techniques, due to his pathology.